Event description:
The complainant reported that the impella cp was inserted pre-percutaneous coronary intervention (pci). Initial flows were within range but after repositioning, flows noted to be decreased and suction occurring. Kink noted in impella cannula on fluoro imaging. Attempts to straighten cannula unsuccessful. Decision was made to complete pci procedure and pump was explanted after. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. Returned complaint cp pump visually inspected. Cannula kink near outlet observed. No biomaterial, no broken blade observed. The cause of the low pump flow issue was cannula kink due to improper repositioning technique.

Manufacturer narrative:
E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25830 as it is unknown if the initial reporter also sent the report to the food and drug administration.